Manufacturer narrative:
Implanted: (B)(6) 2006. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported by the patient that he underwent a 2-level posterior lateral surgery using rhbmp-2/acs. Post-op, "it was swollen and I had a temperature when I was released from the hospital." The patient had a neurostimulator implanted on (B)(6) 2010. Reportedly, the stimulator was "ripped out" causing a torn spinal cord. The patient said his "spinal column tore out and made nine subdural hematomas." The patient reported, "I was paralyzed." On (B)(6) 2010, the patient was transported via medevac to (B)(6), where he underwent an emergency surgery where the stimulator was removed. Reportedly, the patient lost his eyesight, and has significant pain (reportedly a 3 digit number on a scale of 1-10). The patient reports he has been taking large doses of steroids since 2010, and his stomach is eroding. Per the patient "I had the" pump installed so I wouldn't have to take drugs because several years ago my stomach dissolved" reportedly in 2009. Per the patient, "I lost about (B)(6). I look like a pregnant skeleton. I got found laying on the floor in a pool of vomit, black vomit." In approximately 2010, the patient was admitted to the hospital "for bleeding lesions in my stomach that were on top of bleeding lesions. They said there was none in my esophagus ... And other bleeding healed lesions. I had to receive 3 pints of blood before they could even go in there and look at it. I was so sick they couldn't put me under anesthesia." The patient wants to "try chemotherapy," but denies ever having cancer or a diagnosis of cancer. Per the patient "I think my spinal cord tore again two days ago."